Manufacturer narrative:
The other device listed in this report is a 28mm standard femoral head, cat. No 6284-0-128, lot code b2zdg. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Patient's revision of right acetabular component due to loosening. Initial op date was (B)(6) 1991. Replacement components were a 56mm right ras shell and a 36mm head.

Manufacturer narrative:
An event regarding loosening involving an pca liner was reported. Conclusion: there is no indication that the product reported in this investigation contributed to the event since patient was revised due to loosening of acetabular component. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's revision of right acetabular component due to loosening. Initial op date was (B)(6) 1991. Replacement components were a 56mm right ras shell and a 36mm head.